Manufacturer narrative:
Based on the results of the investigation, a definitive root cause could not be determined but was likely caused by external factors or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited peeling of the adhesive on the objective lens. There were no reports of patient involvement.